Event description:
It was reported, "hair was found in box when opened for use. Item not implanted."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.